Event description:
This rv lead was implanted on (B)(6) 1998 and remains implanted at this time. A call was placed to technical services stating that the shock lead impedance test at implant was 47 ohms, currently was 54 ohms. The physician was dr. David mayer at yuma regional medical center at yuma az. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).